Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - spinal pain. It was reported that the patient's spinal cord stimulation (scs) did not seem to be working in the area that it was supposed to work and it seemed like the stimulation had gone down lower than what it was supposed to be. Patient stated stimulation was supposed to be mid-back down to the knee but that patient was feeling stimulation from middle of the butt to bottom of the feet. Patient confirmed she had a fall and after the fall was when she noticed the stimulation change. Patient stated because she now feeling stimulation where she does, it has caused her to fall forward and also cause her to stumble sideways. Patient mentioned she is whacked up against both doors on both sides. Patient stated her arms are purple because it's gotten so bad with her legs. Patient stated stimulation had been throwing her off balance forwards and sideways too. Patient stated she informed her healthcare provider who was then redirected to call patient services. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Health care professional reported the cause was not yet determined and that they would be meeting with a manufacturing representative. It was reported that they took an x-ray of the patient's leads to verify they were still in place and they were. Patient reported denied any current change in stimulation on (B)(6) 2018. It was reported that the "incident where they felting their stimulation was changed." No further complications reported/anticipated.